Event description:
Info received indicated that the siderail would not latch.

Manufacturer narrative:
The hill-rom tech found the latch mechanism was soiled with sticky a substance. He cleaned and replaced inner latch mechanism to resolve the issue.